Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action, but returned product testing found the device did not perform as described in the field action. Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. (B)(4).

Event description:
It was reported that the patient presented to the emergency room after receiving inappropriate shocks due to oversensing on the right ventricular (rv) lead. A lead integrity alert (lia) triggered, however, the patient did not follow up and was subsequently shocked. Lead fracture was suspected. Therapies were turned off and the lead was later capped and replaced. It was also reported that the implantable cardioverter defibrillator (ICD) was at elective replacement indicator (eri) and did not meet expected longevity. The device was explanted and replaced. No further patient complications have been reported as a result of this event.